Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The suspect parts were returned for evaluation, and subsequent testing verified the complaint. The headtube was broken off. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Broken weld at the casters.